Manufacturer narrative:
(B)(4), date sent: 2/15/2024. D4: batch # 540c91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 540c91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4: batch # unk. E1: initial reporter only reported their first name, last name is listed as unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dl9w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a lap gastric sleeve, the stapler fired by it's self on the table. The surgery team heard it fire. They reloaded the stapler and attempted to fire but it locked up. Case completed with a like device. No patient harm was reported.